Event description:
It was reported by the sales rep that during a laparoscopic appendectomy, it was difficult to fire the device across the appendix and complete the firing sequence. The instrument would not cut between staple lines, and in trying to complete the case, the appendix ruptured and caused increased surgery time and further hospital stay.